Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192, UDI: (B)(4), batch: 10752367 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the anchor was explanted to address the issue and both of the patient's leads were explanted and replaced for an unknown reason. Effective therapy was restored post operatively. It is unknown which anchor caused pain at the anchor site.